Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a no delivery alarm during a set change. The customer's blood glucose level was 47 mg/dl. The customer treated with juice. The caller also reported that insulin was "squirting out" during the fill tubing process. The caller was helped with clearing the alarm. The reservoirs were replaced but nothing was returned.